Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified vessel. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the physician applied heavy force and torque to the stent delivery catheter and the catheter fractured. The shaft broke outside the patient, proximal to the tuohy, so everything was removed safely. The procedure was completed with another of same device. There were no patient complications.